Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12916. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6010264, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010264 was manufactured according to the work instruction (wi) version 120 and manufactured in the line 4 on 19-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l00283 was manufactured according to the (wi) version 8 and manufactured in the machine itl01, on 16-nov-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l04022 was manufactured according to the (wi) version 8 and manufactured in the machine itl01, on 20-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformances (nc) 2068802 and 2081027 were raised. These non-conformance (nc) are not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: two non conformances (nc) were raised, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced four infusion sets tubing detachment events on (B)(6) 2025. The tubing was detached from connector. Infusion sets were used for two days. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.